Manufacturer narrative:
The complaint investigation for potential false positive/protective architect anti-hbs results included a search for similar complaints, and review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. Performance of reagent lot 06440fn00 (which uses the same reagent components as sublot 06440fn01) was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 06440fn00 is within the established control limits, therefore, no unusual reagent lot performance was identified. Lot and trending review did not identify an increase in complaint activity for the lot or the product for this issue. Device history record review on lot 06440fn01 did not show any potential non-conformances or deviations. Labelling and literature were reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 06440fn01, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the u.s., list number 1l82.

Event description:
The customer suspects that a falsely reactive architect anti-hbs result of 60.07 miu/ml was generated for a male patient that tested nonreactive using competitor methods (no details provided). The patient has chronic hepatitis b and has been on medication. Other hepatitis b markers were reactive (hbsag, hbeag, anti-hbc). Anti-hbe testing was nonreactive. No adverse impact to patient management was reported.